Event description:
Pt had left ventricular lead in place from (B)(6) 2007 and lead was found today to have come out of proper position. Attempts to reposition and replace were unsuccessful and lead was extracted and removed from service.